Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table stopped working during the procedure and it did not respond to the remote control and the override panel. Due to the issue, the anesthetized patient was moved to another table and the procedure was completed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table with the remote control and override panel during the procedure, was to reoccur. The affected device was evaluated by a getinge technician. A problem with communication between the column and the tabletop was found. Electrical connections (31146859 contact module) were cleaned and software was updated. The unit has been returned to service. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the malfunction occurred, it was considered that the getinge device failed to meet its specifications. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular incident occurred. The subject matter expert (sme) at the manufacturing site was contacted to assess the most probable root cause of the issue. According to the sme¿s evaluation, the cause of the reported issues was bad contacts at the top of the column, which may have occurred due to rough handling. The user is warned in the instructions for use that if the column transfer is carried out without a tabletop, an incorrect transporter position may cause damages on the column (ga 1180.01 en 15 page 105). The user is also advised to eliminate all potential hindrances and obstacles before moving the mobile / independently manoeuvrable operating table and avoid collisions (ga 1180.01 en 15 page 23). As stated by the sme, if the power supply to the tabletop is interrupted as described below due to dirty/faulty electrical connections, this can lead to this failure scenario. However, an emergency operation mode should be possible in such a case. For this mode, the button must be pressed for approximately 10 seconds. The user is informed in the instructions for use that in the event of a fault on the operating table, it switches off automatically. If the failure of the operating table cannot be removed and the fault is repeated, the operating table switches automatically to emergency mode. In emergency mode, the operating table may be adjusted in 0-position and patient up / down in reduced speed, while a signal sounds and an operating note may appear on the display of the hand control. If an adjustment function of the emergency mode is affected by the fault, the adjustment is carried out only partially or not at all (ga 1180.01 en 15 page 135). In summary, based on all available information, it has been established that the root cause of the investigated issue was most likely related to the user error associated with rough handling. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. Initial reporter: asset management specialist the full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, h6 medical device ¿ problem code, h6 component codes and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table stopped working during the procedure and it did not respond to the remote control and the override panel. Due to the issue, the anesthetized patient was moved to another table and the procedure was completed. According to information provided following service visit on site, a problem with communication between the column and the table top was found. Electrical connections were cleaned and improved and software was updated. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel and procedural delay related to transfer of the patient to another operating table during procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table stopped working during the procedure and it did not respond to the remote control and the override panel. Due to the issue, the anesthetized patient was moved to another table and the procedure was completed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table with the remote control and override panel during the procedure, was to reoccur. Previous h6 medical device ¿ problem code: activation, positioning or separation problem/positioning failure/1158 electrical /electronic property problem///1198. Computer software problem///1112. Corrected h6 medical device ¿ problem code: activation, positioning or separation problem/positioning failure/1158 electrical /electronic property problem///1198. Previous h6 component codes: electrical and magnetic/computer software//4707. Corrected h6 component codes:. Measurement/sensor//510. Previous h6 health effect ¿ impact codes: delay to treatment/ therapy///4604. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
Getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table stopped working during the procedure and it did not respond to the remote control and the override panel. Due to the issue, the anesthetized patient was moved to another table and the procedure was completed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table with the remote control and override panel during the procedure, was to reoccur.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of our columns - 118001a0 - magnus table column for built-in plate. As it was stated, the table stopped working during the procedure and it did not respond to the remote control and the override panel. Due to the issue, the anesthetized patient was moved to another table and the procedure was completed. According to information provided following service visit on site, a problem with communication between the column and the table top was found. Electrical connections were cleaned and improved and software was updated. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, inability to position the patient due to the table not responding to the remote control and override panel and procedural delay related to transfer of the patient to another operating table during procedure, was to reoccur.